Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp confirmed it is fractured on the lateral side and exhibits signs of repeated use. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined, however, features of the fracture were found to be consistent with common failure modes for the tasp devices which include either bending overload or low cycle fatigue culminating in bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was returned as worn and fractured. No patient involvement was reported. No additional information is available.